Event description:
The hospital reported that during an off-pump CABG surgery using the heartstring 3.8mm product, the heartstring 3.8mm product was opened normally, the seal was attached according to the IFU method, and after cutting the aortic, it was inserted into the seal hole. In the final graft stage, the seal was pulled to remove it, but it was not removed properly, so a new product was used and the surgery was performed again. The surgery was successfully completed; the hemostasis was maintained well. The suture was performed properly. The seal was pulled gently while holding the incision site with the thumb and the forefinger. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). . The device was returned to the factory for evaluation on 05/07/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the unraveled seal. No visual defects were observed. Product information was observed in a photograph as well. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.